Event description:
The device was received with no information, was analysed.

Manufacturer narrative:
Catheter model: 8703w, serial #:(B)(4), implanted: 1997-(B)(6), explanted: unk. Final analysis of the pump revealed motor corrosion, gear train anomaly: o-ring that located where the shaft of gear three that protrudes through the upper bridge plate was observed to be swollen, restricting the rotation of gearwheel three. Incomplete catheter was returned for analysis and in segments (pump connector and proximal segment). Analysis of the same revealed no anomaly. (B)(4).

Manufacturer narrative:
Further investigation of the pump (B)(4) resulted in a change of the analysis finding from ¿pump motor gear train anomaly involving corrosion and/or wear and/or lubrication¿ to ¿pump motor o-ring wear¿. The o-ring wear did not appear to be a root cause for device failure and was not a significant anomaly.